Event description:
Additional information was received from the representative indicating that the patient had an appointment to be seen on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the patient was seen on (B)(6) 2017. The patient reported that the stimulation felt more aggravating than helpful. The rep reprogrammed and the patient stated that it felt much better and was covering the areas that were needed for the patient¿s sciatic pain. The patient indicated that they had not had a reprogramming in a long time. The impedances were noted to be within normal limits. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulator was not working right. It was causing more pain than helping the patient. The patient had not been using the stimulator for the last couple of months because of these reported issues. The patient had talked with the health care professional (hcp) and the hcp requested the patient schedule a reprogramming session with a manufacturer representative. The process for requesting a meeting with a manufacturer representative was reviewed. The event date was confirmed to be in 2016. Additional information was received from the consumer on (B)(6) 2017 that the stimulation caused them pain in their low back so they turned it off. A manufacturer representative was informed of the patient¿s request as the hcp was too busy to call nas.